Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The cse upgraded the software to the current revision and installed a new flash drive. The ventilator then passed the extended self-test, ventilator inoperative test, short self-test and all calibrations.

Event description:
It was reported that a ventilator could not detect a patient¿s efforts when switched from assisted control ventilation to pressure support ventilation. The patient was removed and placed on another ventilator. There was no report of serious injury or death associated with this event.